Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the t.w. Power supply energy was intermittent. They tried changing the vh-4030 cord thinking it was that and the issue had not changed. They got through the harvest of the vein with no negative outcomes to the vein or patient but they feel it was the generator that was not performing correctly. They used the same vh-3010 to complete the procedure. No harm to the patient.

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.